Event description:
The customer reported that she passed out and the paramedics were called. The caller stated that after a while her blood glucose was 78mg/dl. The customer refused to be transported to the hospital, and her spouse arrived to take care of her. The customer mentioned that the blood pressure dropped low and they could not get a reading for that either. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.